Manufacturer narrative:
(B)(4). Concomitant medical products: item name: femur cemented posterior stabilized left size 8, catalog number: 42500606401, lot: 63404982. Item name: natural tibia cemented 5 degree stemmed left size e, catalog number: 42532007101, lot: 63205294. Item name: all-poly patella cemented 35 mm diameter, catalog number: 42540200035, lot: 63352868. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty suffered stiffness and underwent manipulation under anesthesia approximately 2 months post implantation. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.